Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to depuy synthes, however a photo was provided for review. The photo investigation revealed the device was observed inside its sealed packaging pouch. The drill guide was identified detached due to weld breakage. The supplier has increased their inspection frequency of the weld, to assess the design, packaging, and risk file for the drill guide family. The observed condition is consistent with a random component failure that may have been caused by exposure to unintended forces. Therefore, the suspected cause is traced to transport/storage outside of jnj control. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the volt drill guide f/bits ø2.8 f/lock scrs would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 03.535.286. Synthes lot # 3247421. Supplier lot # (B)(4). Release to warehouse date: 02 may 2025. Expiration date; na. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was defective shipment, the drill guide were broken into two pieces.